Event description:
During a review of the pt's programming history available in the MFR's programming history database, a faulted diagnostics test was observed on (B)(6) 2007, which resulted in the pt's settings being changed to faulted diagnostic settings. A final interrogation was performed and the pt's device was reprogrammed, however the pt's magnet mode on-time was not corrected. This caused the pt to leave at unintended settings. The magnet mode on-time was then corrected at the pt's next visit on (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.